Manufacturer narrative:
The insulin pump had constant motor error alarm noted during rewind due to corroded motorhome switch. The insulin pump had intermittent button response noted due to corroded keypad traces. Analysis was unable to complete testing due to motor error alarm. No moisture damage on electronic assembly noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 350 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.